Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. The representative was unable to replicate the reported issue. The imaging system then passed the system checkout and was found to be fully functional.

Event description:
A site representative reported that, while outside of a procedure, the imaging system became unresponsive. The reported issue occurred when the site was unable to adjust the contract on image acquisitions and after restarting the imaging system. There was no patient present when this issue was identified. No additional information was provided.